Manufacturer narrative:
Sensor kit (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed with the sensor patch or adhesive. Removed the sensor plug and inspected the plug assembly and no failure mode observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc device prematurely detached after 5 days of wear. As a result, customer experienced loss of consciousness and seizures. Customer reported self-treating. However, specific treatment information was not specified. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.